Event description:
Procedure: lap chole. According to the reporter: the surgeon clipped the common bile duct with the clip applier. When the clip was applied to the duct it closed improperly thus unaligned and caused the duct to tear.

Manufacturer narrative:
(B)(4).